Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12292. Note: the patient received 2 leads (model 4143) from the same lot. It was reported the patient was receiving ineffective stimulation and was unable to turn the stimulation up. Diagnostic testing showed high impedances. The leads were explanted and replaced. Follow-up revealed the patient is receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.